Manufacturer narrative:
Concomitant products: dtpa2qq crt-d implanted (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a pocket hematoma approximately one week post-cardiac resynchronization therapy defibrillator (crt-d) implant with an absorbable envelope. The pocket was evacuated with no suspicion of infection and cleansed with saline and an antibiotic. The device was placed back in the pocket with a new envelope. No further patient complications have been reported as a result of this event.